Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide patient demographics in sections a4, a5 and a6. Also to provide the date of the event in section b3, additional information in section b5 and the post office/zip code in section e1. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A2: date of birth - (B)(6) 1965.

Event description:
Additional information was received on august 13, 2019. The procedure performed for the patient prior to use of closure device was a percutaneous coronary intervention. A 7fr. Sheath was used prior to the angio-seal device. A pre-deployment angiogram was performed. Procedure outcome not successful. There was no treatment required for the hematoma. Bleeding occurred immediately following the deployement of the angio-seal device.

Manufacturer narrative:
The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. (B)(4). A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that after a right femoral artery puncture, the angio-seal vip device was used to seal the vessel. The operation process was smooth. After the operation, there was slight blood infiltration, followed by compression to stop the bleeding. The patient was reported to be in stable condition. Additional information was received on august 8, 2019. Bleeding occurred in the procedure room and a hematoma was present. An ultrasound was not used to diagnose the bleed. It was not a high stick, and there were not multiple sticks.